Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not get the insulin pump into vibrate mode. The customer reported that they received program safety alarm and software error alarm. The customer's blood glucose was 71 mg/dl at the time of incident. The customer declined to troubleshoot for the alarms. The insulin pump will not be returned for analysis.